Event description:
The patient returned from the operating room on epinephrine, norepinephrine, and propofol IV infusions, s/p (status post) a craniotomy, with subdural empyema evacuation. The infusion pump stopped working, resulting in hypotension bp 85/47. The pump did not alarm when it stopped. The patient had to be given a rescue dose IV push epinephrine to prevent an arrest.